Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2015 to lower anterior and posterior flanks and bra roll using coolcurve applicator, on (B)(6) 2015 to the abdomen using coolmax and to the inner thigh using coolfit applicator, on (B)(6) 2015 to the abdomen using coolcore applicator and to lower anterior and posterior flanks and bra roll using coolcurve applicator who developed paradoxical hyperplasia (pah/ph) an unspecified amount of time after treatment. Pah was diagnosed in the bra rolls, thighs, abdomen, and flanks on (B)(6) 2017. Per ma, pah confirmed in upper and lower flanks. High density fat presented in bra rolls, inner thighs had applicator shape density, and the abdomen and flanks demonstrate change.

Manufacturer narrative:
Additional correction removal numbers: z-1350-2022, z-1347-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2015 to lower anterior and posterior flanks and bra roll using coolcurve applicator, on (B)(6) 2015 to the abdomen using coolmax and to the inner thigh using coolfit applicator, on (B)(6) 2015 to the abdomen using coolcore applicator and to lower anterior and posterior flanks and bra roll using coolcurve applicator who developed paradoxical hyperplasia (pah / ph) an unspecified amount of time after treatment. Pah was diagnosed in the bra rolls, thighs, abdomen, and flanks on (B)(6) 2017. Per ma, pah confirmed in upper and lower flanks. High density fat presented in bra rolls, inner thighs had applicator shape density, and the abdomen and flanks demonstrate change.